Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis noted a ram error message at power-up. An integrated circuit was found to be out of specification. The analog board was also found to be out of specification, and the front bezel and display board were contaminated. Foreign material was present on the case.

Event description:
The device was returned for repair. Follow-up information received reported that after using the device for a while, "it rings" and stops working. No patient complications were reported as a result of this event. The device subsequently tested out of specification during manufacturer's analysis.